Event description:
The customer reported a few milliliters of liquid leaked from the bottom of the coulter ac-t diff 2 analyzer. The leak was not contained and the customer could not identify the source of the leak. The healthcare worker interfacing with the machine was wearing personal protective equipment, which included a laboratory coat and gloves. There was no biohazard exposure to healthcare worker uncovered wounds or mucous membranes and no injury was reported. No personnel sought any medical attention in association with this event. No patient results were affected by this event. No death or injury was associated with this event. There was an exposure plan in place at the facility. Beckman coulter inc. Customer technical support (cts) had the customer perform instrument startup and all parameters passed without any visible leaking, but hemoglobin controls recovered high.

Manufacturer narrative:
Service was dispatched to the site for this event. The field service engineer (fse) stated that while on site, they observed that the bath was not draining properly, so the waste pump, waste filter, and waste output line at the rear of the instrument were replaced, thereby resolving the leak issue. The fse also replaced the hemoglobin lamp, resolving the hemoglobin control recovery issue. The failure mode for the leak was issues associated with the waste pump, waste filter, and waste output line. Though no erroneous results were generated for this leak failure mode, there is the potential for the generation of unflagged discrepant results upon failure recurrence. (B)(4).